Event description:
Later healthcare professional reported "fatigue, malaise, weight and hair loss myalgias, skin irritation symptoms". This record relates to the left side. The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record relates to the left side. The device remains implanted.